Event description:
Procedure type: laparoscopy. According to the reporter: small blue particles fell into the op-situs from the blue valve in the device. Pieces were retrieved with a dissector. The operating time and incision were not extended as a result. No pt injury was reported. Pt's status is fine.